Manufacturer narrative:
(B)(4). As of today, the lead has not been returned. Should additional information become available, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. The patient underwent a revision procedure where the lead was explanted and replaced. The lead is expected to be returned for analysis. There were no adverse patient effects reported.